Manufacturer narrative:
Both removed balloons were returned to obalon for inspection, however, there was no label to identify the balloon that was stuck in the antrum. Both balloons were visually inspected as normal and the balloon volumes were within specification. The fluoroscopic images at the second balloon administration were provided and did not indicate a balloon in an abnormal position. The patient had a preexisting medical condition of ehlers-danlos syndrome (eds), which is a disorder that affects connective tissue. The root cause of event is unknown. To date this is the first confirmed case of a balloon that was unable to be dislodged in the antrum without deflation first. No serious injury was reported with this event. Per the labeling, each patient should be monitored closely during the entire device therapy period in order to detect the development of possible complications. Patients should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration, esophageal injury, and other possible complications that could occur, and should be advised to contact their physician if these symptoms worsen over time or persist for more than 24 hours.

Event description:
A female patient with two balloons implanted; first implantation date of (B)(6) 2017 and second implantation date of (B)(6) 2017, reported on (B)(6) 2017 symptoms of chest pressure, vomiting food, and nausea since the second balloon was placed. The patient was able to tolerate water and did not feel dehydrated or weak. The patient was taking zofran and was trying mirlax and dulcolax. The prescribing physician recommended for the patient to lay on her left side for 20 minutes to allow the balloons to shift position and then try to eat slowly once sitting back up and to try gas-x. From (B)(6) 2017, the patient and prescribing physician attempted treating the nausea using peppermint, savory broth and food, and medications (carafate qid, levsin and dulcolax) with some symptom improvement, however, the nausea returned and the patient ultimately decided to have their balloons removed. During the endoscopy to remove the balloons on (B)(6) 2018, the distal balloon was stuck in the antrum and was unable to be dislodged with the endoscope alone. The balloon was deflated using the standard deflation method and then removed without further issue. After removal, it was confirmed that there was no mucosal damage or lesions identified.